Event description:
It was reported that during a ptci procedure, the stent was advanced to the intended lesion in an obtuse marginal, in a direct stent attempt. The stent would not cross the lesion, so it was removed through the guide catheter and the lesion was pre-dilated with a 3.0 mm balloon. The stent was then re-advanced, but it still would not cross the lesion. It was again retracted through the guide catheter (contrary to IFU), and the lesion was pre-dilated with a 4.0 mm balloon. The stent was then re-advanced to the lesion and it crossed. Prior to inflation, blood was noted in the inflation device. The 4.0 mm balloon was checked and it was intact, so it was believed that the stent system had a leak. The stent was then removed, but approximately 50 cm of the sds remained behind in the coronary and only the proximal end came out. The patient was sent to surgery for removal of the distal end and bypass to the coronary. The hospital has both pieces of the device and it is unknown if the device will be returned.